Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found the lens optic torn, haptic torn, and the lens missing a piece of haptic. Corrected data: reprocessor name and address: (B)(4), us is incorrect and should be blank. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicmo13.2 implantable collamer lens, -15.50 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted and exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved after the exchange.